Manufacturer narrative:
At this time the patient¿s doctors have not made a connection between the patient¿s symptoms and the patch. As reported the patient continues to work with his doctors and is undergoing testing to help determine a cause. Based on the information provided no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient symptoms. Should additional information be provided, a supplemental MDR will be submitted. A lot number was not provided therefore a review of the manufacturing records could not be completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2016 the patient underwent the repair of a hernia and was implanted with a bard ventralex st hernia patch. As reported the patient has experienced abdominal pain, constipation, vomiting and blood in his stools. The contact states the patient has been to the doctor for these issues but they are unable to find anything. At this time the patient is still consulting with doctors and undergoing testing to determine the cause of his symptoms. The contact does not know if the mesh is causing the symptoms but is gathering information as the patient is a healthy guy who works out and takes care of himself but since having the mesh implanted he has experienced some new digestive type symptoms.